Manufacturer narrative:
(B) (4). Tricentrix was not deployed properly and as a result a suture loop occurred. (B) (4). This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information; however, no additional information was provided, device was not returned for evaluation as it was discarded.

Event description:
It was reported that a 7000tfx, 27mm was explanted at implant due to tricentrix not being deployed properly, and as a result, a suture loop occurred. Device is not available for return as it was discarded.